Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause - mlc-6 passed expiration date note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no adverse event was reported.

Event description:
Consumer reported complaint for lo blood glucose results. Accompanied by symptoms. The customer is concerned with the result of lo. The expected fasting blood glucose test result range is 70 to 130mg/dl. The customer did report symptoms of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is six months ago (expired). The meter memory was reviewed for previous test result history: lo (B)(6) 2017 04:10:00 pm fasting: no, lo (B)(6) 2017 02:14 pm fasting: no, lo (B)(6) 2017 01:52 pm fasting: no, lo (B)(6) 2017 01:51 pm fasting: no, the 80mg/dl (B)(6) 2017 09:04 pm fasting: no. Customer states lo result.